Event description:
It was reported that during a procedure, two stimulating probes were not consistently stimulating. Another probe was used to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant products: model no: 8562010, serial/lot no: (B)(4), stimulator 8562010 vari-stim iii 10pk. Device stops intermittently. No known impact or consequence to patient. The devices were discarded by the user facility. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.